Event description:
This event was reported as device explanted; reason unknown. No further information was provided.

Manufacturer narrative:
Host tissue overgrowth. Examination of the valve in co's laboratory revealed extensive host tissue overgrowth had encroached approx. 4 mm onto each cusp, fusing each commissure and the attachment site between the right and noncoronary cusps. The host tissue overgrowth resulted in stenosis of the effective orifice area, leaflet disruptions and incomplete coaptation. Calcification was noted within each cusp, contributing to stenosis of the valve and further disruptions. X-ray analysis revealed calcification within the aorta wall and belly of each cusp. Stent distortion was noted which appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. X-ray analysis.